Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 around 9pm with a high blood glucose level of 30 mg/dl. The customer was found unresponsive by their kids and was driven to the hospital. The customer was treated with food. The customer stated that they had excessive no delivery alarms. The customer does not remember if they had changed their sets. The customer did not want to return their sets back for analysis. The customer was advised to call back if the alarms occure in the future.